Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a flickering image is due to fluid invasion, degradation problem identified. The most the most probable cause of the complaint is traced to expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited flickering image, after aeration still flickering due to plug unit defective. There was no patient involvement.